Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2014. The power cord has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira.

Event description:
The customer contact reported during testing at the user facility, the device ac power cord ground prong wa bent. The device was returned to the biomedical departement with a note that stated plug bent. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no known delays in critical therapy, adverse patient information, pump programming, or event details were not available. There were no known delays in critical therapy, adverse patient events, or necessity for medical intervention while in clinical use. No additional information was provided.